Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 338 mg/dl. The customer reverted to manual injections for insulin therapy.